Manufacturer narrative:
The customer stated that the AED had a depleted battery pack and expired pads and after replacing the battery pack, the AED reported a service code. This AED nor its electronic log files were returned and thus the root cause could not be determined. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
The customer stated that the AED had a depleted battery pack and expired pads and after replacing the battery pack, the AED reported a service code. They did not report that this event occurred during patient use.